Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen when he went for swimming. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer alleged the insulin pump having critical pump error/open book image. Device received with a blank display. Device was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, during visual inspection. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the device was blank display noted. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery, and motor. Powered the insulin pump on using the battery simulator and the device was blank display noted. The original electrical board 1 was removed and installed in a test electrical board 2, case, internal battery, and motor. Powered the insulin pump on using the battery simulator and the device was blank display noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify critical pump error (open book) due to the blank display. Device had scratched case, overlay scratched. The device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, the device received blank display due to moisture damage to the electronic assembly.